Event description:
Significant drop in bipolar lead impedence noted 12/10/98, 481-490 ohms. Unipolar impedence measured 522-560 ohms. On 9/10/98 bipolar resistance measured 614-665 ohms, which was down from 6/11/98 measurements of 737-755 ohms. This polyurethane lead was implanted on 6/30/95 and initially measured bipolar impedences of 869-931 ohms. No change in capture threshold. No oversensing seen at this time. The pt is totally pacemaker dependent and will have the lead electively replaced prior to insulation failure.